Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Prolapsed; the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the retro ventricular posterior artery with 014 hi-torque (ht) balance middleweight (bmw) elite guide wire. The ht bmw elite guide wire was advanced to the lesion, crossed, the tip was placed in a small branch and a loop [prolapse] was formed. An unspecified stent implant was successfully deployed in the lesion. During removal of the ht bmw elite guide wire from the anatomy, the tip separated. The tip was not caught or jailed by the deployed stent. As retrieval from the small branch was not possible, no retrieval attempts were made and the tip remains entrapped in small branch. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported entrapment and the reported device operates differently/prolapse were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent violation of the instructions for use (IFU) as it is likely that as the guide wire was advanced the tip was placed in a small branch and a loop (reported prolapse) formed. During removal of the prolapsed device, interaction with the anatomy and/or deployed stent resulted in the reported entrapment. Manipulation of the device resulted in the noted device damages (stretched, misaligned coils) and ultimately resulted in the reported/noted coil and core detachments. It should be noted the hi-torque guide wires for ptca, pta, and stents instructions for use states: do not: allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The noted scrapped teflon coating likely occurred due to interaction with other devices. The noted bend likely occurred due to handling or during packing for return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.